Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic omental lymph node biopsy procedure, the user of the camera port noticed trocar lost pnemoperatenium when < 10 mmhg, throughout the course of the case. The surgeon examined two devices and remarked that one had a larger lumen and would like an analysis. He continued to use the device even with the loss of pnemo challenges. There were no patient consequences.